Manufacturer narrative:
Findings: pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump passed self-test. The beep short, beep medium, beep long alert tones, and vibrate alert are working properly. No audio/beep anomaly noted. Pump received with normal operating currents. Pump was monitored and no unexpected low battery alert alarms occurred during testing. Unit was programmed with test mini link and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and display the 100 value properly on display graph. Unit was also programmed with test glucose meter. Unit communicated properly and recorded the 158 mg/dl value properly from glucose meter. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer was treated for high blood glucose with pump. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to speak with health care provider concerning high blood glucose. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was unknown. The customer was not treated. Customer was experiencing low blood glucose since may 2015. Customer was advised to speak with their health care provider regarding the low blood glucose. The customer was advised monitor pump.